Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer blood glucose levels were elevated at >500 mg/dl. Elevated bgs were treated by administering a correction injection.

Manufacturer narrative:
Usb communications were inoperable due to usb pin damage; therefore, device testing could not be performed.